Event description:
It was reported that a pump declared alarm 30 during the loading process. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in attempting to load a new cartridge, but the cartridge alarm recurred, preventing the resumption of insulin therapy. As a result, technical support arranged for a replacement pump, confirmed the shipping address, and provided instructions for putting the defective pump into storage mode before returning it. The customer acknowledged understanding the instructions and will use multiple daily injections (mdi) as a backup insulin therapy in the meantime.